Event description:
It was reported that review of a remote transmission indicated that the patient had been treated with a second round of anti-tachycardia pacing for an episode of ventricular tachycardia (vt) where the rhythm was determined to be a possible atrial arrhythmia with rapid ventricular response in progress at the time of therapy. The anti-tachycardia pacing was suspected to be inappropriate. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.